Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is unrefuted for one unreturned virage screw for the failure of patient harm: bone fracture. The products were not returned and no photos were provided. Medical records were not provided for review. Potential cause: since the products were not returned for evaluation, root cause can't be established. DHR review and related actions: lot number was not provided, therefore, DHR review can't be performed. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility: this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient's lateral mass broke intra-operatively due to discrepancies between the 4.0mm tap and the 4.0mm screws. A screw was unable to be placed at the fractured level. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00017.

Event description:
It was reported that the patient's lateral mass broke intra-operatively due to discrepancies between the 4.0mm tap and the 4.0mm screws. A screw was unable to be placed at the fractured level. This is report one of two for this event.